Event description:
It was reported that a patient underwent a CABG procedure on (b)(6) 2026 and suture was used. During surgery 4 foils of 7-0 suture was used and unfortunately 4 of the sutures got separated from the swage point. Due to which the needle & the suture got separated. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4)D4: UDI: The expiration date is currently not available. Therefore, the full UDI is currently not available.To date the device has not been returned. If the device or further details are received at a later date a Supplemental Medwatch will be sent.Additional information was requested, and the following was obtained:When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? The needle got detached/pulled during use on the patient.Were there any unexpected outcomes or complications resulting from the prolonged surgery time? There were no complications. Which tissue was being sutured when the event occurred? Artery was being sutured when the event occurred. Was additional dissection required in other organs/tissues other than the target tissue? No, additional dissection was not required. Was there any change in the patient¿s post operative care due to the prolonged procedure? No, there were no changes in the patient¿s post operative care. Was there any reported patient or user harm? No Was there a significant delay? Yes The following information was requested, but unavailable:How long, in minutes, did the surgery prolong?This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.